Event description:
The following has been reported: "pumps not functioning." Defective air sensor upon part evaluation by brezins; customer misuse to other parts of pump a contributing factor as well reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Technical error 37 was triggered at start. According to provided information, the power supply board was replaced and sent for further investigation. Upon visual inspection, a damage on the power connector was detected and prevented to carry out further tests. This damage was likely due to usability. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.